Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported clip open inability was unable to be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. A xtw (lot: 41024r1085) was chosen for implantation. The clip was advanced and placed medial a2p2. Two inversion had been performed to change steering. The clip was unlocked to reposition but the clip would not open. Troubleshooting was performed but the clip would not open. The clip was deployed in place without issue. An additional clip was implanted successfully. The procedure ended with mr reduced to grade 2.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. A xtw (lot: 41024r1085) was chosen for implantation. The clip was advanced and placed medial a2p2. Two inversions had been performed to change steering. The clip was unlocked to reposition but the clip would not open. Troubleshooting was performed but the clip would not open. The clip was deployed in place without issue. An additional clip was implanted successfully. The procedure ended with mr reduced to grade 2.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.